Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without additional device information.

Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation instrumentation at t12/l3 one and a half years ago. A removal surgery was performed due to bone union. The screw at t11 on the right side broke during removal. The tip of the broken screw could not be removed and remained in the vertebral body. No patient complications were reported.